Manufacturer narrative:
Reporting & institution phone #: (B)(6).

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that a touched position was observed to be out of alignment. Although touch screen calibration was performed and the issue was not resolved. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
H10: the touchscreen was received by the product investigation lab (pil). The pil conducted a failure investigation (fi). The pil technician noted the touchscreen passed visual inspection. Touchscreen functional testing was completed, and multiple flex circuit pin resistance measurements were out of specification. Root cause of the issue was identified as multiple flex circuit pins were out of specification causing the touchscreen failure. The pil concluded that the touchscreen failure is confirmed. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time. H11: updated contact information, contact office entity, and manufacturing site.